Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.insert was tested on a cavitron g-136 unit, verified water flow and vibration. Also, insert was visually inspected and the handpiece o-ring leaks. Temperature of the tip and water spray was taken with a digital thermometer. The water temperature was 79.0 f and tip temperature was 83.9 f. These temperatures are within specification.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-1000 insert tip overheated; no injury resulted.